Event description:
The customer reported that they had five cases of endophthalmitis with procedures done by four different surgeons. Two cases occurred in 2008 and three cases occurred in the following month. Three of the five cases cultured bacteria. The facility had been reusing phaco tips, but have since stopped that practice. The customer also mentioned that they have had plugged tips. The sterile processing technician also noted that they had some degradation of the rubber mats in the cataract trays (like glue was flaking off). The cataract trays have been replaced. This report is for the fifth of five cases. The endophthalmitis was noted at 10 days postoperative. The pt is doing well. No vitrectomy was performed. Add'l MFR. Report #'s are: 2028159-2008-00200, 2028159-2008-00201, 2028159-2008-00202, 2028159-2008-00203.

Manufacturer narrative:
Investigation including root cause analysis is in progress.